Event description:
Customer received 61 mg/dl reading on their contour meter and 46 mg/dl on another meter. Customer felt shaky and weak. Customer was given something to eat and his glucose values increased. Strips are not anticipated to be returned replacement meter was sent to the customer.